Event description:
Reporter noted pt had cataract removed and intraocular lens implanted. Alleged that while the surgeon was irrigating the self-sealing wound with saline solution at the end of the procedure, the needle fell out of the syringe and damaged the pt's left eye. Pt saw another doctor and findings indicated complete posterior vitreous detachment with hemorrhage on the posterior hyaloid face and an inferiorly dislocated intraocular lens.